Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The reported device is similar to a device approved for compassionate use in the united states. Device not returned.

Event description:
A patient specific prescription was received for the patient's left distal tibia. Patient is being revised for infection. Pin 22611 was placed on (B)(6) 2021 and removed at the end of (B)(6). Patient currently has a cement spacer.

Manufacturer narrative:
Reported event: an event regarding infection involving a mig, distal tibia replacement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: the implant in situ was for distal tibial replacement which was inserted on (B)(6) 2021. The surgeon reported infection of the implant. CT image provided show that the original implant has been removed and a cement spacer was in situ. The remaining cortical bone in proximal tibia has some erosions, osteolysis and reduction of bone density. However, these radiographic changes cannot confirm the clinical report of infection, which needs to combine the clinical symptoms and other tests. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription was received for the patient's left distal tibia. Patient is being revised for infection. Pin 22611 was placed on (B)(6) 2021 and removed at the end of july. Patient currently has a cement spacer.